Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery compartment and selector knob were blocked; possibly from infiltrated liquid. The epg is expected to be returned for service and repair. No patient complications have been reported.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery cartridge was wet from infiltration of an unknown liquid. It was noted that all bails and bail covers were missing and that the handle was missing a part. The device was not repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.